Manufacturer narrative:
No failure of the taqpath¿ covid19 high throughput combo kit was detected; issue as described was caused by non-device related factors. During the investigation of the customer supplied data files, thermo fisher scientific identified 52 false positives across 14 plates. The false positives were attributed to a tolerance mismatch between the quantstudio 7 (qs7) pcr instrument and the clear seal, used to cover the qpcr plate, resulting in inadequate application of seal pressure. Thermo fisher scientific shipped the customer a new weld seal and the new seal worked well in the system performance check (spc1), resulting in no false positives. Customer has not reported similar issues since.

Event description:
Tolerance mismatch between the quant studio 7 (qs7) and the clear seal led to false positive results. On (B)(6) 2021, the customer reported several false positive results across multiple reagent lots while running the taqpath¿ covid19 high throughput combo kit between (B)(6) 2020 and (B)(6) 2021. These samples subsequently showed negative results when run manually. The customer did not report any deaths or serious injuries as a result. Thermo fisher was not able to confirm whether or not the false results were reported to physicians/patients.

Manufacturer narrative:
Correction 3/19/2021: during the investigation of the customer supplied data files which were run on an ruo system with ruo assay components, thermo fisher scientific identified 52 false positives across 14 plates. The false positives were attributed to a possible tolerance mismatch between the ruo quant studio 7 (qs7) and the pcr plate, resulting in an inadequate application of seal pressure. The root cause is still under investigation.

Event description:
Customer utilized an ruo workflow which includes ruo hardware and assay components. On (B)(6) 2021, the customer reported a collection of false positive results across multiple reagent lots while running the taqpath¿ covid19 high throughput combo kit between (B)(6) 2020 to (B)(6) 2021. These samples subsequently showed negative results when run manually. The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether or not the false results were reported to physicians/patients.

Manufacturer narrative:
Correction 3/19/2021: during the investigation of the customer supplied data files which were run on an ruo system with ruo assay components, thermo fisher scientific identified 52 false positives across 14 plates. The false positives were attributed to a possible tolerance mismatch between the ruo quant studio 7 (qs7) and the pcr plate, resulting in an inadequate application of seal pressure. The root cause is still under investigation. Update 4/16/2021: the root cause of the identified false positives was confirmed to be a tolerance mismatch between the ruo quant studio 7 (qs7) and the pcr plate, resulting in an inadequate application of seal pressure. This failure mode affects a small subset of quantstudio 7 flex instruments that are more sensitive to slight positional shifts between the heating block, heat sealing film, and pcr plate. Prior to our awareness of this concern, we were already in the process of sourcing an alternative heat seal due to supply constraints from the vendor. We were able to find an alternative seal and testing has shown that this seal is more robust to these slight positional shifts, helping to ensure that seal pressure is uniformly applied. In turn, this helps to prevent unexpected fluorescence creep due to inconsistent seal pressure, which could potentially result in false positive sample calls. Moving forward, all systems will utilize the alternative seal and the original seal has been discontinued.

Manufacturer narrative:
Correction 3/19/2021: during the investigation of the customer supplied data files which were run on an ruo system with ruo assay components, thermo fisher scientific identified 52 false positives across 14 plates. The false positives were attributed to a possible tolerance mismatch between the ruo quant studio 7 (qs7) and the pcr plate, resulting in an inadequate application of seal pressure. The root cause is still under investigation. Update 4/16/2021: the root cause of the identified false positives was confirmed to be a tolerance mismatch between the ruo quant studio 7 (qs7) and the pcr plate, resulting in an inadequate application of seal pressure. This failure mode affects a small subset of quantstudio 7 flex instruments that are more sensitive to slight positional shifts between the heating block, heat sealing film, and pcr plate. Prior to our awareness of this concern, we were already in the process of sourcing an alternative heat seal due to supply constraints from the vendor. We were able to find an alternative seal and testing has shown that this seal is more robust to these slight positional shifts, helping to ensure that seal pressure is uniformly applied. In turn, this helps to prevent unexpected fluorescence creep due to inconsistent seal pressure, which could potentially result in false positive sample calls. Moving forward, all systems will utilize the alternative seal and the original seal has been discontinued. Correction 4/20/2021: this MDR was initially submitted with an aware date of 10-jan-2021; however, this was incorrect. Thermo fisher was made aware of the false positive allegation on 10-feb-2021, which has been corrected in this follow-up #3 MDR.